Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed since the original report was submitted. The device was not returned for investigation. The root cause of access site bleeding was determined to be use issue because it was clearly mentioned that 4 large introducer was placed that was causing the bleed.

Event description:
The complainant reported that during impella cp support, the 60-year-old male patient had massive access site bleeding requiring transfusion. The bleeding occurred after 4 larger introducers were implanted. The sheath was removed and bleeding was managed. The patient ultimately expired after 3 days on support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿